Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4), has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. As received, the distribution node (dn) to rear te cable was pulled from strain relief. The root cause of the pulled cable cannot be positively identified, but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male, pt's nurse contacted zoll customer support to report damaged cables on the pt's electrode belt. The pt was issued a replacement electrode belt.